Manufacturer narrative:
Product event summary - the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis revealed that the sensing integrity counts went up to 469 (within 1 day) along with ventricular tachycardia-non-sustained and high rate-non-sustained episodes and evidence of oversensing. An expected shock occurred on (B)(6) 2016. A right ventricular lead integrity alert warning occurred for increased sensing integrity count and two or more high rate-non-sustained episodes less than 220 milliseconds on (B)(6) 2016. Concomitant product(s): dtba1qq ICD, implanted: (B)(6) 2015; a 429888 lead, implanted: (B)(6) 2015. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was seen in the emergency room after receiving inappropriate shocks for noise which was detected by the device. The right ventricular lead was found to have no capture at maximum output, high impedance and oversensing of noise. Both the device and lead were reprogrammed and remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.